Event description:
Information was received from a consumer via a company representative and a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 500mcg/ml at a dose of 70mcg/day. The pump's indication for use was listed as stroke and intractable spasticity. The pump was replaced two weeks ago and now the patient had an infection at the pump pocket. The staples were taken out following the surgery and at that time there were no signs of infection. No interventions/actions had been taken; though surgical intervention was planned it had not been scheduled. At the time of the report, the patient's status was alive no injury. The issue was not resolved. Additional information was received from the hcp. The hcp requested that the pump dose be decreased by 50%. The patient was brought to the hospital due to sudden symptoms of fever and abscess in the abdomen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.